Event description:
The customer alleges "that the pressure needed to remove the mask from the patient valve causes the valve to break ." No other details were provided and no patient injury/harm reported.